Event description:
The operating room manager at the clinic, reported that "a patient has a potential allergy to 2 easy clip staples which are implanted."

Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental.